Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced lead damage during an ipg revision procedure, wherein the lead tip was broken. In turn, the physician was unable to tunnel the lead into the new pocket. As a result the lead was explanted and replaced. Effective therapy was restored post op.